Manufacturer narrative:
Product analysis :visual and optical inspection confirms the tip is not broken. Dimensional inspection of relevant dimensions confirms conformance to print specification. The tip has been worn, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Material hardness also confirmed to be within print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6) (B)(4).the device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Type of procedure or technique used: transforaminal interbody fusion levels implanted: l4-l5 it was reported that on (B)(6) 2015, intra-op, the tip of the instrument was sheared. The product came in contact with the patient. No patient complications were reported.